Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an integrity rx bare metal stent was implanted to treat a lesion the device was not inspected. The lesion was not pre-dilated. It was reported that product was expired by approximately 6 months when implanted. The product was on consignment. No patient injury /clinical sequelae reported.